Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone and stated the clear ring where the reservoir goes in broke off in the middle of the night. The customer stated that it was fine before she went to bed when she woke up the ring was cracked off. Troubleshooting was performed and the reservoir does not show signs of damage however the insulin pump does show signs of physical damage. The insulin pump will return. The customer's blood sugar is 76 mg/dl.

Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.